Event description:
Allegedly modular neck broke at stem/neck junction. Patient reports falling. Patient had not experienced any problems with hip prior to fall.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00218, 00219. This event took place in another country.